Event description:
Event verbatim [preferred term] patient did not respond to embolization [device malfunction]. Case narrative:this is a literature report from the surgery, 1976, vol 79, no 4; pgs 421-424 entitled gastric infarction after therapeutic embolization. This reporter reported similar events for 3 patients. This is the 3rd of 3 reports. A contactable physician reported a patient of unspecified age, ethnicity and gender received absorbable gelatin (gelfoam). The route of administration, treatment dates, dose and indication were unspecified. Medical history included surgery on an unknown date. The patient's concomitant medications were not reported. This patient underwent selective embolization with gelfoam as the embolic agent. The patient did not respond to embolization on an unspecified date. The action taken in response to the event for absorbable gelatin and the outcome of the event was unknown., comment: based on the information available direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This case will be reassessed as and when additional information becomes available.

Event description:
Event verbatim [preferred term] patient did not respond to embolization [device malfunction] , . Case narrative:this is a literature report from the surgery, 1976, vol 79, no 4; pgs 421-424 entitled gastric infarction after therapeutic embolization. This reporter reported similar events for 3 patients. This is the 3rd of 3 reports. A contactable physician reported a patient of unspecified age, ethnicity and gender received absorbable gelatin (gelfoam). The route of administration, treatment dates, dose and indication were unspecified. Medical history included surgery on an unknown date. The patient's concomitant medications were not reported. This patient underwent selective embolization with gelfoam as the embolic agent. The patient did not respond to embolization on an unspecified date. The action taken in response to the event for absorbable gelatin and the outcome of the event was unknown. Follow- up (27apr2018): this is a follow-up literature report from product quality complaint. This reports included that: UDI: (B)(4). The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. As the reported defect is a product malfunction the complaint has been escalated to pfizer safety for evaluation of regulatory reportability. Further action is not required., comment: based on the information available direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This case will be reassessed as and when additional information becomes available.

Event description:
Patient did not respond to embolization [device malfunction]. Case description: this is a literature report from the surgery, 1976, vol 79, no 4; pgs 421-424 entitled gastric infarction after therapeutic embolization. This reporter reported similar events for 3 patients. This is the 3rd of 3 reports. A contactable physician reported a patient of unspecified age, ethnicity and gender received absorbable gelatin (gelfoam). The route of administration, treatment dates, dose and indication were unspecified. Medical history included surgery on an unknown date. The patient's concomitant medications were not reported. This patient underwent selective embolization with gelfoam as the embolic agent. The patient did not respond to embolization on an unspecified date. The action taken in response to the event for absorbable gelatin and the outcome of the event was unknown. Comment: based on the information available direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This case will be reassessed as and when additional information becomes available.